Manufacturer narrative:
Additional information: section d4 (serial no) has been updated based on the returned product. Section d4 (device mfg date) & (device mfg date) have been updated based on the returned product download. Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Communication was attempted between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed. Extended investigation was performed upon the returned sensor and did not observe any abnormalities. The customer's complaint was replicated by using a known good android device and librelink app, and the sensor was able to communicate without any issues. Due to customer's complaint not being observed, the issue is not confirmed. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc application in use with xiaomi redmi 9c with android 10 mobile operating system app version 2.8.4.9335. Customer received a "scan error" message and was unable to obtain readings. As a result, the customer experienced dizziness, loss of consciousness and was unable to self-treat, requiring treatment with glucagon (s.c.) Administered by their spouse. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported signal loss. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc application in use with xiaomi redmi 9c with android 10 mobile operating system app version 2.8.4.9335. Customer received a "scan error" message and was unable to obtain readings. As a result, the customer experienced dizziness, loss of consciousness and was unable to self-treat, requiring treatment with glucagon (s.c.) Administered by their spouse. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the adc application in use with xiaomi redmi 9c with android 10 mobile operating system. Customer received a "scan error" message and was unable to obtain readings. As a result, the customer experienced dizziness, loss of consciousness and was unable to self-treat, requiring treatment with glucagon (s.c.) Administered by their spouse. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.